Manufacturer narrative:
The transformer was sent to the supplier for evaluation. Per the supplier's investigation, the powdered residue came from a dry chemical powder fire extinguisher. No flame propagated in the product. All the surrounding parts of the gantry, and the insulation on the external magnetic shield are undamaged and show no signs of thermal or flame damage. It is suspected that when the black outer insulation layer on the transformer melted, it may have generated some smoke, which in turn, could have been taken the unit was on fire, and had an extinguisher used on it. The gantry unit has a lot of airflow that could blow any smoke and the extinguishant, a fine powder, everywhere. A definitive root cause cannot be determined. Hologic strives for continuous improvement and will continue to monitor and trend for safety.

Event description:
It was reported by the customer that when shutting the machine down for the day the technologist smelled a strong odor in the room and then witnessed a thick smoke coming from the bottom of the gantry. The wall breaker was immediately turned off and the smoke stopped shortly after. A sticky film was noted on the floor. The technologist and a doctor checked the gantry and detected no hot surfaces on the outside. No injury reported. A field engineer was dispatched to the site, and upon entering the room and removing the system covers, observed the same sticky residue inside the gantry. The auto transformer appeared to be melted. The system will be replaced for the customer and return to hologic for further evaluation.